Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and overfilled the cartridge. Tandem technical support educated customer on cartridge labeling and that a cartridge can only hold up to (B)(4) units of insulin. Customer loaded a new cartridge to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.